Event description:
Boston scientific received information that chronic right ventricular (rv) lead exhibited intermittent pacing and sensing in the bipolar configuration. The leads impedances were also out of range and below 120 ohms. There was noise and intermittent capture as well on this pacemaker dependant patient. As a result, the lead was surgically abandoned and successfully replaced, and the device was changed out at the same time to avoid an additional surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.